Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: simon, m., athanasoulis, c. A., kim, d., steinberg, f. L., porter, d. H., byse, b. H., ¿ waltman, a. C. (1989). Simon nitinol inferior vena cava filter: initial clinical experience. Work in progress. Radiology, 172(1), 99¿103. Doi: 10.1148/radiology.172.1.2662259.

Event description:
It was reported in an article from the journal of radiology titled " simon nitinol inferior vena cava filter: initial clinical experience. Work in progress " that within a week after the filter placement procedure local thrombosis was identified at the venipuncture site in 5 patients, however, three patients were symptomatic and femoral thrombus was identified in one patient who developed disseminated vascular coagulation. One unconfirmed symptomatic recurrent pulmonary embolism and two confirmed asymptomatic pulmonary embolism was identified. The status of the patients and intervention details were not provided.